Event description:
The international customer reported the ventilator would not operate on ac power. The customer reported the device was not in use; therefore, there was no patient involvement or harm. The customer reported the ventilator could work on battery power. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.